Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to mar 18, 2025. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported broken seal upon check-in of a monofocal intraocular lens (iol). No further information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on apr 24, 2025 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed on the suspect product. The folding carton was received with the white seal intact; however, the carton was open, and the carton label was cut. The lens daisy wheel was received inside the sealed sterilization pouch; no sealing issues were observed on the pouch. The device was unopened and unused. No further evaluation was performed. The complaint issue "sterility assurance concerns" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.